Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found defective power management board. The fse replaced the power management board, verified proper charging and battery function. The fse performed all functional and electrical safety tests. The iabp unit passed all tests and was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) detected an unusable battery in bay 1 and bay 2, prior to use on a patient. No adverse event was reported.